Manufacturer narrative:
The device has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of conclusion via follow-up MDR.

Event description:
After baby's death the customer asked us to examine the catheter. For the moment, no further information available. Outcome: death, but for the moment no connection to catheter seen by user.

Manufacturer narrative:
This complaint is not confirmed. Examination of the sample returned showed that the catheter was complete. Its black tip was visible, but it was initially blocked. Microscopic examination showed that the catheter tip was clotted at a few millimeters. Therefore the catheter was placed into a maranon h cleaning solution. Afterwards, the catheter showed free flow without any leak. The catheter returned complied to its specification. Unfortunately no further information regarding the circumstances of this incident is available. As there is no link between the baby's death and the catheter, no vigilance report is necessary.

Event description:
After baby's death the customer asked us to examine the catheter. For the moment, no further information available. Outcome: death, but for the moment no connection to catheter seen by user.